Manufacturer narrative:
Other, other text: the device has been returned to the regional facility. When the device is received for evaluation at our investigation facility and the evaluation is completed or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device is not working. It turns on and off by itself with no alarm or error message displayed. There was no patient impact or consequence reported.